Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that there is less glue than usual on the infusion set adhesive. It is alleged the infusion set does not stick enough when applying the infusion set cannula. No adverse event reported. Requested return of the alleged device for evaluation.